Event description:
It was reported that the lead dislodged. Twiddler's syndrome was noted. The lead was explanted and replaced.

Event description:
A customer contacted baxter's (B)(4) regarding a low drain volume alarm that appeared on the homechoice (hc) unit during initial drain. The homepatient (hp) stated that she sees air bubbles in the patient line. The technical service representative (tsr) explained that the hp would have to start over with all new supplies. Tsr recommended that the hp contact the nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.